Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unable to pair ipad with the pump. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6102.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 11 pro (ios 18.5) with mmt1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary for a comprehensive analysis. Our assessment was based solely on the analytics logs provided. The logs show that the user did not grant bluetooth permission, and the application prompted the user to enable it. Without bluetooth, it is not possible to establish any form of connection with the pump. Issue was not confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Please ask the user to perform the next steps: 1. Remove the minimed mobile app and all the app data (settings > general > iphone storage > minimed mobile > delete app). 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Install the minimed mobile app. 5. Navigate to the pump pairing screen in the minimed mobile app. 6. Attempt pairing with the pump. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. In the meantime, if it hasn't been tried already, you may wish to consider the steps outlined below. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.